Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted to the hospital for diabetes ketoacidosis. It was reported that the customer had ketones greater than 150, serum acetone was large, nausea, vomiting, and high blood glucose of 325 mg/dl. It was stated that apparently the customer has been having problems with delivery in the past couple of weeks. Troubleshooting was performed. The time/date on the insulin pump were correct. The alarm history revealed multiple alarms and it was priming instead of bolusing. No further information was provided.